Event description:
According to the report, on (B)(6) 2010, a patient underwent a surgery with a dbx putty unit. On (B)(6) 2010, during a post operative visit a red spot or nodule was detected at the surgical site. The patient did not have fever, pain, or tenderness. As the wound was closed there was no discharge. The graft was not explanted and cultures were not taken. The patient seems well.